Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were discussed but not performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited over-sensing of noise leading to inappropriate shocks. The device was reprogrammed. The patient was stable.